Event description:
It was reported that the balloon ruptured. The target lesion was in a severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm. The procedure was completed with a different device. There were no patient complications reported.